Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that minute ventilation (mv) oversensing was noted which did not result in asystole for greater then 2 seconds when it comes to this pacemaker. A review by boston scientific technical services (ts) noted to turn mv signal off to avoid unneeded interaction the field representative noted that they will discuss the case with the physician. No adverse patient effects were reported.